Manufacturer narrative:
Evaluated one opened and used sensor, performed resistance test and passed per specification. Also, performed buffer test and sensor passed per specifications with accurate readings. A broken cannula was noted, unable to confirm if it was received in said condition due to device being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 164 mg/dl and their sensor glucose read 40 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer also reported receiving a change sensor alert and calibration error alert. The customer's sensor cannula was bent upon removal of their sensor during troubleshooting. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.